Event description:
Pt originally had right hemicolectomy on 9/21/96. On 9/26/96, the md brought his pt back to or for exploration of free air in the abdomen. Upon exploration he identified a perforation in the anastomosis made with stapler. He again attempted to utilize suspect medical device, but failed to fire correctly. Anastomosis repaired by hand.